Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation; due to device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument fractured. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs received. Visual examination of the provided pictures identified that the top strike plate has fractured and is separated from the main shaft. There are a large number of strike marks on the shaft of the instrument indicating multiple use damage. As well marks can be seen on the bottom side of the strike plate edges again indicating multiple uses. No product was returned. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; d9; g3; h2; h3; h6. Complaint sample was returned and evaluated against the reported event. Visual inspection of the device had fractured at the strike plate. There are impact marks to the top and bottom of the strike plate as well as the sides of the handle itself. Sem analysis found that features of these fracture surfaces and mode align with those reported in a summary of failure analysis of welded strike plates on broach handles. The common failure mode for the broach handles presented in the summary is tensile overload failure of the welded strike plate. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.